Event description:
It was reported that a small volume folfusor had particulate matter inside the elastomeric balloon. This was identified during storage of the device. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured from october 04, 2014 ¿ october 06, 2014). The device was received for evaluation. Visual inspection revealed white particulate matter approximately 1.85 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.